Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v171385, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had a gradual loss of therapy and was having symptoms for a year. The patient saw a warning power on reset (por) on the patient programmer in (B)(6) 2015. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had located a healthcare professional who was going to schedule her to have the device removed.